Manufacturer narrative:
D1, d4, d9, g3, g6, h2, h3, h4, h6, h10. The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable on a known, good, test monitor and was able to reproduce the image issue; the image intermittently disappeared and the screen became black. The camera image quality test was performed and failed. The technical service representative attributed the "no image / intermittent image" issue to cable failure. The glidescope spectrum smart cable cannot be repaired and must be replaced. The returned spectrum smart cable was scrapped and the smart cable replacement has already been offered via the sales representative. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The glidescope avl monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl monitor and could not reproduce the "no image" issue ("the screen turns black"). The avl monitor was inspected with known good test batons and worked well. The service representative noted some cracks on the housing of the monitor. The verathon technical service representative asked the customer to send their baton to be inspected as it may be the cause of the issue. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen went black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.